Event description:
It was reported that the patient was having stimulation or therapy issues. The patient noted that it made their ¿whole body burn.¿ impedance testing and reprogramming were both done and x-rays were also taken. The system ended up being explanted on (B)(6) 2014. The patient was implanted on (B)(6) 2013 and was programmed on (B)(6) 2013 with 0 hours of usage prior to the programming session. Full coverage of the patient¿s pain pattern was obtained with that programming. Between that programming and the time of the report the patient used their device for a total of 15 hours and during the 15 hours it made their ¿whole body burn.¿ the patient never came back for a reprogramming prior to explant. The patient was experiencing a burning sensation throughout their entire body. The patient outcome was listed as alive with no injury. It was further reported that electrodes 5, 11, and 15 showed impedances >10,000. The patient had low back and left leg pain and their left lead migrated from t8 to t9.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension; product ID 97791, serial # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type accessory; product ID 97791, serial # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type accessory; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 201, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the #7 conductor was broken 2.8 cm from the proximal end. Analysis of the lead (serial # (B)(4)) found that the #5 conductor was broken 2.8 cm from the proximal end. Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the extension (serial # (B)(4)) found that the extension body¿s outer insulation was melted. Analysis of the extension (serial # (B)(4)) found no anomaly. Analysis of the anchor found no anomaly. Analysis of the anchor found that the anchor had cosmetic and breached cuts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.